Event description:
Unomedical reference number (B)(4). Event occurred in south africa. It was reported that on (B)(6) 2024 the one infusion set cannula was kinked. The blood glucose level was high but specific value is unknown and patient is addressing the issue correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.